Event description:
The customer reported that they received questionable results for three patient samples tested for ion selective electrode (ise) sodium and ise chloride. Of the three samples, one was found to have erroneous ise sodium and ise chloride results that were reported outside of the laboratory. The sample initially resulted as 128 meq/l for ise sodium and 126 meq/l for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 138 meq/l for ise sodium and 108 meq/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided by the customer. The field service representative could not determine a cause. He performed a mechanism check to check rinse levels and pump pressures; all were within specifications. He ran an ise check and all results were within specifications. The customer ran a calibration and quality controls with all results at or near customer stated means. A precision study was run using pooled serum. The field service representative observed all runs with all results within the customer and manufacturer stated ranges. The system was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. It is probable that a proper reagent prime was not performed after replacement of the ise reagents as this issue was reported after ise reagent replacement. Based on calibration report data, it is also likely that the customer had a reagent handling issue.